Event description:
Customer reported that the insulin pump alarmed motor error during prime. The blood glucose reading was 88 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Motor error alarmed during the basic occlusion test due to faulty force sensor. Insulin pump was unable to verify alarm due to motor error alarm. Motor passed motor test. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. I